Manufacturer narrative:
No information provided. No e-mail address was received. Will send a request to international sub to attempt to get one. The visual confirms a significant slit in the cassette which resulted in a leak. This type of incident is extremely low and rare. End of report.

Event description:
A 3m¿ ranger¿ high flow disposable set had a slit. The employee alleged there was a leak in the cassette portion of the set. No patient injury was noted nor was any patient information provided. The hospital employee primed the high flow disposable set with glucose.